Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
User facility medwatch report received that states, ¿as reported by the edwards field clinical specialist, after successful implant of a sapien 3 valve in the aortic the perclose failed. There was no report of intervention. There was no allegation of any edwards device that caused the event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)." No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Review of the production records and corrective and preventive actions (CAPA) reviews were not performed because a specific failure mode for this complaint was not provided. Additionally, a review of the complaint history was not performed as a similarity could not be determined. Based on the information provided, a definitive cause for the reported unspecified device issue could not be determined. The treatment appears to be related to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Attachment: medwatch report.

Manufacturer narrative:
G2 correction: report source updated from health professional to user facility. H10 correction: related report number added. Attachment: medwatch report.